Event description:
Battery voltage was too low for projected remaining capacity. Alert code 1003: estimate of 11.5 years is inaccurate due to voltage. Boston scientific recommended device be replaced within 7 days.